Event description:
It was reported during lead revision, the physician had difficulty removing the lead from the header. The setscrew was stripped. The lead and ICD were explanted and not returned to sjm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.